Event description:
It was reported that the patient experienced inadequate stimulation and charging issue. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred may 2023

Event description:
It was reported that the patient experienced inadequate stimulation and charging issue. The patient underwent an ipg replacement procedure and was doing well postoperatively.